Event description:
It was reported that the screw backed out about 1 month after the primary surgery. The pt was rheumatoid. Removal surgery will be performed on (B)(6) 2011. Bone union looks be performed.

Manufacturer narrative:
Investigation in progress but not yet complete.